Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery. The pt's download revealed numerous 'battery charger fault' flags, 'battery pack faults' and 'battery runtime expired' flags on battery (B)(4). The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery charger fault flags/ battery pack faults/ battery runtime expired flags) has been confirmed. As received, the battery would power up a monitor but would not charge on the charger. The cause for the battery faults is a broken white wire that runs from the pca board to the battery cells. The root cause for the broken white wire cannot be positively identified but is likely the result of physical impact. In addition, the connector was not glued into the keyway of the battery casing. The root cause for the cracked adhesive bond cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.